Event description:
It was reported that mixed product occurred with a bd microlance¿ needle. The following information was provided by the initial reporter, "the needle into the procedure pack eylea is not the same as usual, you can't inject the product with this needle. The needle is going to be sent to the manufacturing site."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Bd has been provided with a picture of the affected needle and one unpacked sample. After measuring returned sample, bd determine it consists a g20x1¿ needle gauge which hub is yellow as g30. The analyzed defect that was identified was a mixed product/lot. As a result, bd was able to verify this is what occurred for this product issue. The most probable origin of this problem could be related with a human error in which the affected g20 needle was missed between the plastic bag and the box used to transport needles without being detected by operator who did not check properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred with a bd microlance¿ needle. The following information was provided by the initial reporter, "the needle into the procedure pack eylea is not the same as usual, you can't inject the product with this needle. The needle is going to be sent to the manufacturing site."